Event description:
It was reported that during lead replacement surgery for high impedance (high impedance reported in MFR. Report # 1644487-2014-00250) the patient experienced asystole once the new lead was placed and the generator was attached to the new lead. It was reported that the patient returned to a normal rhythm and the device was again programmed on. The asystole occurred again and the device was again programmed off after the patient returned to a normal heart rhythm. It was reported that the lead electrodes were placed in the same area of nerve as the previous electrodes. Further follow-up revealed that both asystole events occurred while device was programmed on. The patient was referred for follow-up with cardiology. It was reported that the patient had previous cardiac clearance in (B)(6) 2009 for vns implant. Previous reports indicated that the patient had wolf parkinson white syndrome and supraventricular tachycardia in 2003; however, in 2007 no supraventricular tachycardia was observed. The patient had an eeg in (B)(6) 2009, which showed no evidence of wolf parkinson white syndrome or supraventricular tachycardia. It was reported that the neurologist is waiting for clearance from cardiology prior to attempting to program the device back on. It was reported that the cardiologist noted that the patient has tolerated vns successfully in the past and that it is unlikely that the patient has developed any new cardiologic events. The cardiologist believes that the vns stimulation was initiated too high when programmed on in the operating room and that was the cause of the asystole. The cardiologist recommended following up with the neurologist for initiation of vns therapy and that if further problems develop to admit the patient to the hospital for further testing under sedation.

Manufacturer narrative:
.